Event description:
It was reported that the device had a short life. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed. Analysis of the device revealed normal battery depletion. We did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated as time of elective replacement indicator in save to disk occurred on (B)(4) 2012 device eri <=2.62 volt. Weekly battery voltage trend data shows minimum battery was 2.64 to 2.62 volts between (B)(4) 2012. There were two patient alerts for low bv on (B)(4) 2012 03:00:03 and (B)(4) 2012 03:00:04.